Event description:
A report was received that a pt's precision system had been explanted due to an infection at the incision and pocket sites. The pt is reportedly doing well following the explant procedure.

Manufacturer narrative:
Additional suspect device components involved in the event: model # sc-8120-70. Description: artisan 2x8 paddle lead (with slotted electrodes). The explanted devices involved in the event were not returned to bsn for analysis, because they were discarded by the medical facility. A review of the manufacturing documentation for the explanted devices revealed that no anomalies or deviations potentially related to the event occurred during the manufacturing process. A review of the sterilization records for the explanted devices found them to be satisfactory. This is the final report.